Event description:
It was reported that the patient programmer display showed a "call your doctor" icon and an out-of-regulation (oor) condition had occurred several times over the past week. The issue seemed to have resolved and was no longer happening.

Manufacturer narrative:
Concomitant medical products: product ID 37743, serial# (B)(4). Product type: programmer, patient: product ID 3 778-60, serial# (B)(4). Product type: lead: product ID 37092, lot# 287170001. Product type: accessory: product ID 355531, lot# n297507. Product type: screening device: product ID 3550-39, lot# n282204. Product type: accessory: product ID 3550-29, lot# n296231. Product type: accessory: product ID 37752, serial# (B)(4). Product type: recharger. (B)(4).

Manufacturer narrative:
(B)(4).